Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance from technical support, decided to replace the cartridge independently.